Event description:
A report was received that the patient was experiencing pain at the ipg site as the ipg was pressing down on her rib. The patient underwent a pocket revision procedure. The physician moved the pocket to a more comfortable location. The patient is reportedly doing well.